Event description:
It was reported through a protegen sling markeing survey that following a vesica protegen sling placement, the pt developed an infection, which necessitated the removal of the protegen sling. No further information is available. No product was returned for eval.